Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in an adult female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (B)(6) 2007, (B)(6) 2008) and gallstones removal on (B)(6) 2008. Previously administered products included for birth control: depo provera until (B)(6) 2009. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2013 and paracetamol (tylenol regular) since 2013. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain / pelvic pain constant/severe"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue") and menstrual disorder ("abnormal menstrual cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, menstrual disorder, alopecia and migraine outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in an adult female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2008) and gallstones removal on (B)(6) 2008. Previously administered products included for birth control: depo provera until (B)(6) 2009. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2013 and paracetamol (tylenol regular) since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"), pelvic pain ("chronic pelvic pain / pelvic pain constant/severe"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), menstrual disorder ("abnormal menstrual cycle") and investigation noncompliance ("did not undergo an essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, menstrual disorder, alopecia, migraine and investigation noncompliance outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, investigation noncompliance, menstrual disorder, migraine, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs received - new events "hair loss, migraines, did not undergo an essure confirmation test" were added. Lot number was added. Historical and concomitant conditions and treatment medication were added. Lab data was added. New reporter were added. On 2-feb-2018: source document was revised and updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.